Event description:
It was reported the patient presented for initial procedure. During implant, it was discovered the atrial lead exhibited low pacing impedance and the lead had been pinched. The physician elected not to use the lead and completed the procedure with another lead. The patient was in stable condition.